Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened up button dome switch. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and bleeding lcd glass.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 214 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.